Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 40 mg/dl. Customer stated when she got the 40 mg/dl she had no symptoms of low sugar. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2019 and open vial date is (B)(6) 2017. Customer stated she has not had any changes in her diet or exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 40mg/dl result in the meter's memory. She had gotten a steroid shot 5 days ago and her blood sugar should be higher. She has not had any changes in her diet or exercise. She was given metformin for 30 days to take due to the steroid shot. When she got the 40mg/dl she had no symptoms of low sugar.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause - user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 40 mg/dl. Customer stated when she got the 40 mg/dl she had no symptoms of low sugar. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2019 and open vial date is 04/01/2017. Customer stated she has not had any changes in her diet or exercise. The meter memory was reviewed for previous test result history: 1:98mg/dl (B)(6) 2017 10:45 am fasting:yes; 2:40mg/dl (B)(6) 2017 10:40 am fasting:yes; 3:111mg/dl (B)(6) 2017 04:35 pm fasting:yes. Memory concerns:the customer is concerned with the 40mg/dl result in the meter's memory. She had gotten a steroid shot 5 days ago and her blood sugar should be higher. She has not had any changes in her diet or exercise. She was given metformin for 30 days to take due to the steroid shot. When she got the 40mg/dl she had no symptoms of low sugar.